Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. No sample was available, so the complaint was not confirmed and no cause was determined.

Event description:
A nurse reported to baxter (B)(4) that the bags were damaged. The nurse stated they were leaking and it seemed to be at the seal. This was noticed as they were taking out of the box. There was not patient involvement, no injury or medical intervention as this was found before use. This is report 4 of 5.